Manufacturer narrative:
Conclusion: as per information from the field no coupling to the implant could be established following implantation. Device investigation revealed a defective contact at the welding joint between feed-through pin and circuit board assembly as reason for the reported problem. The observed failure explains the reported issues. This is a final report.

Event description:
After insertion of the electrode array into the cochlea it was not possible to perform in situ testing. However, it was thought that the issue would resolve in a few days time. At first fitting the same issue occurred. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in (B)(6) 2020. After insertion of the electrode array into the cochlea it was not possible to perform a coupling check or any other measurement. The implant serial number was not recordable. However, it was thought that the issue would resolve in a few days time. In (B)(6) 2020 an attempt was made to switch on the concerned device, but again the same issue occurred. As a result, the user's audio processor could not be programmed.